Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported the patient's right hip was revised due to chronic dislocations of the head from the poly liner. Surgeon reported the shell appeared slightly retroverted. The shell, poly liner, and femoral head were revised.